Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an open splenectomy and pancreatectomy procedure, a reload was fired over very thick tissue, which contained the distal pancreas and the splenic vein. The tissue was said to be thick and calcified. The knife blade advanced slowly to the distal tip, but the black handle for blade retraction failed when pulling back. To fix the problem, the surgeon was able to fire a new stapler with a reload on the proximal side and remove the stapler and specimen from the patient. After the device was removed from the patient, the reload was still unable to be opened. The patient is doing well.